Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. A decrease in high voltage impedance and externalized conductors were noted on the rv lead. The lead was capped. Patient condition after the event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
A partial lead with the connector pin measuring 16.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. The remaining portion of the lead with the lead tip measuring 44.9cm was returned in two segments for analysis. External insulation abrasion was noted at 35.1-35.4cm and 36.4-36.5cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 29.2-29.9cm from the distal tip. Internal insulation abrasion under the rv and svc shock coils were noted at 5.4-5.5cm, 6.4-6.5cm, 20.5-20.6cm, 21.2-21.3cm, 23.2-23.3cm, 23.3-23.4cm, 23.5-23.6cm, and 23.7-23.8cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 9.0-11.7cm from the distal tip. Internal insulation abrasion was noted at 7.4-8.2cm from the distal tip. The etfe coating was damaged at explant at these locations.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.